Event description:
Manufacturer of device is now known.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: calcification (approx. 40%). Leak test and microscopic analysis was performed which identified: device no leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and "voluntary recall".

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and exchange "due to voluntary recall." Device has been explanted. Manufacturer of device is unknown.